Manufacturer narrative:
Additional FDA product codes: hwe, hsz, get, gey, dzi. Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, pro6240, was being used during a collum femoris fracture procedure on (B)(6) 2021 when "4 small bullets fell out of the inside of the pro6240". Further assessment information advised that the components fell into he patient and were removed. An x-ray was taken to assure no components were left in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found that the unit failed testing thrust, bearing is broken, and collet are worn and rough. The preventive maintenance is overdue at this time. The unit was cleaned, parts replaced as needed. The unit was repaired, preventive maintenance completed and final tested. The unit met all specifications. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no previous service data was found. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that prior to each use, inspect all equipment for proper operation and ensure all attachments and accessories are correctly and completely attached to the handpiece. Conmed linvatec recommends that all powerpro attachments be returned for preventive maintenance every 24 months except for certain attachments indicated in section 3.0 in the hall powerpro attachment manual which have a recommended service schedule of every 12 months; the recommended service interval for this particular device is 12 months. This issue will continue to be monitored through the complaint system to assure patient safety.